Event description:
Boston scientific received information from the patient implanted with this implantable cardioverter defibrillator (ICD) that with the original implant the physician had forgotten to connect the lead wires (defibrillation and atrial leads) to the device. This resulted in the patient having to go back into the operating room the following day to have them screwed down. There was also report of a possible lead fracture on one of the leads. Periodically there is a prickling or arcing feeling of electricity near where the leads go into the device and states that this device is using more voltage energy since then. Technical services advised the patient to follow up with their physician for further explanation. No adverse patient effects have been reported.

Manufacturer narrative:
Further information provided by the field noted that this was the first implant for this patient. All lead measurements and defibrillation threshold testing the day of the implant were normal. The following day the rv threshold was higher and the following day the physician repositioned the lead. (B)(6) months later the patient was seen again in clinic with noted >2000 ohms on the atrial lead and later reported a threshold issue as well. The physician has elected to program the atrial lead off for now. Also of importance it was reported that this patient had mistakenly whacked their ICD with the back of a hammer while working up on a roof. The physician is well aware of it this situation. The device has been programmed to a lower rate limit (lrl) of 50. This patient is not device dependant and has not had any high-rate ventricular events and was not pacing much in the atria or ventricle. The physician has made the decision for now to monitor this patient every 1-2 months. The patient is scheduled for another routine check this week. The device was later explanted for a product performance issue and returned for analysis. Detailed analysis is pending.

Manufacturer narrative:
Upon return to our quality assurance laboratory this device underwent detailed analysis. Visual observations noted that all the set screws moved freely up and down using the proper torque wrench. The leaf springs of right atrial and ventricular leads looked normal. An x-ray confirmed that all the lead wires inside the header were intact. The device was capable of delivering both brady and tachy therapies as programmed. In addition, the device was put through and passed all functionality tests which include lead impedance, sensing, amplitude, pacing, real-time electrogram and other functionality tests. In conclusion, this device was functioning normal and it was within specification and the field allegations could not be confirmed through analysis.